Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that owing to something like a membrane adhering to the needle npe the patient could not activate the pen needle for injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and one photo were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned sample and photo and a broken non patient end of cannula was observed. No foreign matter was observed on the sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related h3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that owing to something like a membrane adhering to the needle npe the patient could not activate the pen needle for injection.